Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery but were returned. Examination of the construct shows t1 is missing. T2 and the suture show no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair surgery, t1 and t2 anchors were simultaneously deployed, from the fast-fix 360 delivery system, through the meniscus. Both anchors were removed from the patient. A back-up device was available to complete the procedure after a non-significant delay. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.